Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that when he went to enter in his blood glucose to the insulin pump, the insulin pump kept scrolling up and was unresponsive. The customer also received a battery out limit alarm after a battery change. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Explained that the battery out limit alarm was normal insulin pump behavior given the fact that the customer left the batteries out of the insulin pump greater than the duration allowed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump down arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. The insulin pump was unable to verify battery out limit alarm due to unresponsive button. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.